Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered automated impella controller (aic) issues. Per biomed rep, the aic was in the ICU-not on a patient, and alarming a battery issue and that even when the console was plugged in, it continued to alarm. Team was unable to duplicate the alarm or message since then but the aic has been plugged into appropriate hospital wall outlet since then and no alarms have been noted. No patient is involved in this event.

Manufacturer narrative:
A.1 revised to reflect none as no patient was involved. A.2 this should of been left blank on the initial report that was submitted as no patient was involved. D.3 no numbers should of been reported behind the manufacturer name on the initial report that was submitted. Added manufacturer fax as it was inadvertently omitted from the initial report that was submitted. D.9 the device was returned and date received were added. E.1 revised initial reporter phone number as it was reported incorrectly on the initial report that was submitted. Added zip code extension as it was inadvertently omitted from the initial report that was submitted. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.